Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. It was reported that the customer experienced an elevated blood glucose (bg) level of 556 mg/dl. A correction bolus was delivered to address bg. Additionally, it was reported that resistance was intermittently experienced during the fill process. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.